Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial lead undersensing was noted on stored episodes. Additionally, there was a high right ventricle threshold measurement noted that had occurred six days ago. The atrial lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.